Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (cracked/damaged casing) issue. It was reported that the cartridge compartment was damaged. Customer support has made several attempts to contact the consumer to acquire additional information. There is no further information, regarding the complaint, available at this time; if further information is provided, a follow up report shall be made. This complaint is being reported because the alleged issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.